Event description:
Note: this is report #1 of 2 [ref. MFR report # 6000150-2007-00056. The customer reported 2 identical events, however, with 2 individual patients. It was reported to boston scientific corporation in 2007, that a radial jaw 4 biopsy forcep was used during an esophageal biopsy procedure in the distal esophagus of a female patient (unknown age) "having a probability of barrett's disease." This biopsy was completed "without seeing any damage or potential bleeding." According to the customer, "no drugs had been [given] to the patient. Only xylocaine in spray to sedate the [throat]." Within 24 hours of the biopsy, the patient "[went] back to the emergency room with severe bleeding into the stomach." The patient was re-scoped, where "an active bleeding at the site of [the] biopsy" was noted. The patient was treated with adrenaline via sclerotherapy; no bleeding was observed after this treatment and no patient complications or consequences transpired. Pt did not consume celebrex or medication in this area prior to biopsy. Use anticoagulants is unk.

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. However, based on information obtained from the customer, there was no device malfunction. A review of the device history record (DHR) was performed on the pertinent lot; not anomalies were noted. A search of the complaint database identified one additional complaint reported for the same lot (from the same facility). The may 2007 15-month radial jaw 4 biopsy forcep product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.